Manufacturer narrative:
Cuff catalog number: 72401980- lot 323428003, exp. 04/15/2006, mfg. 04/01/2001. Balloon catalog number: 72402105- lot 367788006, exp. 03/11/2008, mfg. 03/01/2003. Pump catalog number 72402287- lot 369320007, exp. 04/09/2008, mfg. 04/01/2003. Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number: 2183959-2013-06700. During report of a recent revision procedure, incidental info indicated the patient had a previous removal and replacement of her device in 2008. Attempts to obtain add¿l info have been unsuccessful- the revision surgery details from 2008 and reason for revision were not available at the physician¿s office.